Event description:
"The catheter was disconnected of the port and go to the heart of the pt. When the radiologist went to take the catheter out of the heart, the catheter broke in 2 pieces. When he went to take the second piece, the catheter broke once again in 2 pieces. The last part of the catheter is always in the heart of the pt."

Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint from another health facility was reported to us on this access ports batch. Investigation: two pieces of the explanted catheter were returned for evaluation. The port was discarded. The catheter presents no manufacturing defect. It is dimensionally complaint with the specification. Despite several requests, no info about implantation procedure nor x-ray pictures have been forwarded to the manufacturer. Without these info, no thorough investigation can be performed. No conclusion can be drawn. It is worth noting that the celsite st301 access port, reference (B)(4) is not cleared in the united states, but this device is the same than the reference (B)(4) (k130576).